Manufacturer narrative:
(B)(4).

Event description:
It was reported that alert/notification settings issue occurred. The product was evaluated. An exterior visual inspection was performed, and no damage was found. Receiver charge and receiver boot were performed and passed. Data log analysis was performed and passed. Functional test results were performed and passed. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance measured was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The customer¿s complaint of "alert/notification settings issue" was undetermined due to the receiver passed alarm/ alert hardware testing. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. A4 weight - correction b1 adverse event and/or product problem - additional information b2 outcomes attributed to adverse event - additional information b5: describe event or problem - correction/additional information d9 device returned to MFR - additional information d9 date device returned - additional information g3: date received by mfg - additional information g6: type of report - updated/follow-up h1 type of reportable event - correction/additional information h2: type of follow up - correction/additional information h6 codes: health effect - impact code - additional information h6 codes: health effect - clinical code - additional information h6 codes: medical device problem code - correction h6 codes: type of investigation - correction h6 codes: investigation findings - correction h6 codes: investigation conclusion - correction h10: corrected data h11 additional narrative

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6)2025. It was reported that an alert/notification settings issue occurred. On (B)(6)2025, an issue was reported via the nco survey indicating that the receiver did not alert to a low glucose event. On (B)(6)2025, the patient was found unresponsive by their spouse, who subsequently called 911. Upon arrival, ems recorded the patient's blood glucose level at 22 mg/dl. Emergency personnel initiated treatment on-site, which was continued in the emergency department. Details regarding the patient's length of stay and the reversal of hypoglycemia were not documented. Attempts to follow up with the patient have reportedly been unsuccessful. Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete. No additional patient or event information was available.

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).